Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 229475933 was returned and analyzed. Visual inspection of the mapping catheter was performed. The loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was broken approximately 7.5 inches, 12.85 inches and 47.75 inches from the lemo connector. No electrocardiogram (ECG) signal wires were broken. The introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the reported tip/loop damage was not confirmed during testing and the mapping catheter failed the returned product inspection due to a broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the mapping catheter ring appeared broken. The mapping catheter was replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.